Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by cloudy peritoneal dialysis (pd) effluent. The cause of peritonitis was unknown. On the same day as onset, the patient was diagnosed with peritonitis and was hospitalized for the event and was treated with intraperitoneal injection fortum (1 gram, once a day) and injection reflin (1 gram, once a day). Eleven days after being admitted, the patient was discharged from the hospital. Four days later, the treatments with fortum and reflin were discontinued. Three days after onset, the patient¿s pd effluent was clear and the patient was recovered from the peritonitis. At the time of this report, dianeal therapy was ongoing. No additional information is available.